Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient experienced loss of consciousness, fall and experienced a wound on the head. A passer-by called the ambulance and when the paramedics arrived, a fingerstick was taken and the bg reading was 26 mg/dl and the cgm reading was 48 mg/dl. The paramedics treated the patient with oral glucose and transported the patient to the hospital. The patient was treated with intravenous glucose at the hospital. The patient was discharged the same day. At the time of the report the patient was well. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid calculator when the patient was tested by the paramedics after the ambulance was arrived. No additional patient or event information is available.